Event description:
It was reported that the pump was alarming, and the screen read, "no disposable clamp tubing." Reviewed pump settings (resolution volume 239.9 ml, continuous rate 5.2 ml/hour, volume given 210.3 ml). Per reporter, they instructed the user to gently tap bottom of cassette on a hard surface and massage the tubing, reattach cassette, but the alarm persisted, and troubleshooting was unsuccessful. Per reporter, the event occurred at the patient's home. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.